Event description:
It was reported the patient received small trauma to chest, atrial lead impedance had been stable at 400 ohm range. Patient alert with atrial lead impedance >3000 ohms measured intermittently. Atrial lead fracture was also reported. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.